Event description:
It was reported that a patient presented with high capture thresholds and impedance noted on the right ventricular lead. A lead fracture was noted. The lead was capped and replaced on (B)(6) 2026. No adverse patient consequences were reported.